Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle after a percutaneous coronary intervention using a 7f sheath. Reportedly, the prostyle suture achieved hemostasis. Two weeks post-procedure, on (B)(6) 2023, the patient reported bleeding at the access site that was confirmed. Treatment is unknown. The patient has recovered. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle after a percutaneous coronary intervention using a 7f sheath. Reportedly, the prostyle suture achieved hemostasis. Two weeks post-procedure, on (B)(6) 2023, the patient reported bleeding at the access site that was confirmed. Treatment is unknown. The patient has recovered. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle after a percutaneous coronary intervention using a 7f sheath on (B)(6) 2023. Reportedly, the prostyle suture and manual compression were used to achieve hemostasis. There was no reported clinically significant delay in the procedure. Two weeks post-procedure, the patient returned with oozing bleeding that became significant bleeding. The patient was transferred to another hospital. The cause of the bleeding was due to an infection at the access site. The patient was surgically treated and has recovered. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of unspecified infection and hemorrhage are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that can contribute to failure to achieve hemostasis include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event updated from (B)(6) 2023 to estimated date of (B)(6) 2023. H6: medical device problem code 2993 removed and 4001 added. H6: health effect - impact code 4648 removed; 4607/hospitalization, 1930/surgery, 4641/manual compression and 4624/minor added.